Manufacturer narrative:
The device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
During an aneurysm coiling procedure, the first two coils were deployed and detached successfully through a px40090 micro catheter. The third coil inserted in the aneurysm needed to be repositioned. The coil detached during repositioning. A gooseneck snare was required to retrieve the coil. The patient suffered no adverse effects from the operation as far as we are aware.